Event description:
Vns pt was experiencing an increase in seizure activity. There has reportedly been no changes to the pt's drug regimen during this time. Device diagnostic testing was within normal limits, indicating proper device function. The normal mode test resulted in dc-dc code 4 with output status ok, indicating that the generator was able to deliver the vns therapy as programmed (2.0ma normal mode output current). The elective replacement indicator was no, indicating that the generator had not reached end of life. Treating neurologist plans to adjust programmed parameters in an effort to achieve better efficacy with the vns therapy. Investigation to date has been unable to determine whether the increase in seizures acitivity was above pre-vns baseline frequency.